Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4) need assistance on error code 200.5040, the error is software compatibility and another error code 240.4140 bottle-side pressure sensor, voltage reading is low. Replaced upper stream pressure sensor or sensor did not correct the issue possibly the logic board is bad. I also mention about the service bulletin 543 how to properly turn on 8015 device the first time is being used. He is requesting a copy via email.